Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2.5 year post-implant, it was reported that the pt was admitted into the hospital for right ventricular decompensation and a potential malposition of the inflow conduit. The hospital is planning a CT scan and x-ray. The pt's system controller event history indicated reductions in speed below the set speed and the pt reported no alarms were sounded. The hospital replaced the system controller. Additional information received indicated that the MFR's technical service personnel performed a test of percutaneous lead and no break was found; however, fluid was present between the bionate and outer silicone of te percutaneous lead. The hospital decided to exchange the pump on (B)(6) 2014 to another MFR's device.

Manufacturer narrative:
The MFR is attempting to acquire explanted pump and system controller. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.